Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unspecified date, the part of the device was overheating, causing 320 errors in continuity. There was no patient harm reported.